Manufacturer narrative:
The reason for this instrumental failure was reported as broken tibial punch inserter. The possible time in service of the main contributor of the complaint is 1 year and 9 months from the manufacturer date. The healthcare professional indicated this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with a five-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The devices were returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no non-conforming material report (ncmr) associated with the production of this instrument. Complaint database review shows four prior complaints filed against the instrument item number that reports a similar failure. Review shows no prior complaints against the instruments lot number that report a similar failure. Those are 4 broke/cracked/damaged. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the reported instrument was returned to djo and after further examination, the tip of the djo empowr kneetm punch handle is broken off. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Instrumental failure the tibial punch inserter broke off inside the patient. All pieces were retrieved. Small delay in cases.

Event description:
Instrumental failure the tibial punch inserter broke off inside the patient. All pieces were retrieved. Small delay in cases.

Manufacturer narrative:
The reason for this instrumental failure was reported as broken tibial punch inserter. The possible time in service of the main contributor of the complaint is 1 year and 9 months from the manufacturer date. The healthcare professional indicated this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with a five-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The devices were returned to manufacturer and evaluated by registered medical assistant (RMA) (B)(4). A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no non-conforming material report (ncmr) associated with the production of this instrument. Complaint database review shows four prior complaints filed against the instrument item number that reports a similar failure. Review shows no prior complaints against the instruments lot number that report a similar failure. Those are 4 broke/cracked/damaged. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the reported instrument was returned to (B)(4) and after further examination, the tip of the (B)(4) empowr kneetm punch handle is broken off. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.